Event description:
Customer reports sinus infections. Md seen and prescribed antibiotics.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is important to note that the customer continues to use the soclean device without further report sinus infections. It is not unreasonable to assume that the sinus infections could have been caused by a different source. The customer did not follow our IFU when cleaning his pap device or the soclean. Reporting for due diligence. Soclean has reviewed and made improvements to the complaint handling procedure to ensure compliance with FDA regulations. These improvements were recommended because of an internal audit conducted by an external independent regulatory consultant. Soclean opened several capas to remediate the audit findings. Processes were revised to ensure reportable events were correctly identified and submitted to FDA. Per fdas guidance, soclean is now reporting these events, which also includes retrospective items.